Event description:
Ous MDR - lead was implanted normally; measurements via the psa were normal and within acceptable range. When connected to the lead measurements had changed significantly with no obvious lead dislodgement. Threshold had increased and r-wave dropped to unacceptable values. The pacemaker was disconnected and lead re-tested via the psa where the measurements were found to be similar to the initial psa measurements. The effecta was attached again, with reduction in lead measurements again observed. Thinking there may be an issue with the device header, the effecta was exchanged with an OEM pacemaker. This did not improve the lead measurements via the device. Over the weekend several device checks were done, showing issues with bipolar pacing/sensing. Unipolar was better. Patient was brought back to the lab on mon where manipulation of the lead nearest the pacemaker resulted in intermittent loss of capture/loss of output. Lead was explanted and replaced an OEM with no problems. Both the lead and the pacemaker were returned for analysis. There were no adverse patient side effects reported.

Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing no peculiarities. The pacemaker was interrogated and the pacemaker's memory content was analyzed indicating no anomalies. The battery status was found to be ok. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional sensing test was initiated. The test documented a regular device behavior. Next, the header of the device was analyzed. The set screws could be easily screwed in and out. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. During the inspection it was noted that blood was present in the header bore of the rv channel. Furthermore, the analysis showed poor screw marks on the set screw of the rv channel. Therefore, it cannot be excluded that the set screw was not sufficiently tightened. In summary, the pacemaker is fully functional. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.